Event description:
A 47-year-old female patient with recurrent anaplastic astrocytoma started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, an adverse event report (ae) was received by novocure, indicating that the patient experienced skin irritation and developed complications involving exposed cranial hardware (screw), which necessitated additional surgery. On (B)(6) 2024, the healthcare provider (hcp) reported that the patient was not hospitalized. The cranial hardware was removed in an outpatient surgical clinic. The hcp noted that the open wound was at the surgical site, but there were no signs of infection. The patient currently received concomitant bevacizumab, and no steroids. The physician assessed the event as related to prior radiation, unrelated to optune gio therapy and the patient remained on therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior radiation, underlying cancer disease and prior surgeries affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Skin reaction was related to optune gio, although not serious.